Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer explained to the stm that when using the slave cable inputs the 1/4" plugs would pop out on their own and the iabp would loose connection causing the ECG signal to be lost, the slave cables being used have a robust rubber housing that would interfere with the connection. The biomedical engineer notified the stm that a piece of rubber was removed off the cable and it resolved the issue. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient a ECG related issue occurred and the cs300 intra-aortic balloon pump (iabp) was not reading the waveform. There was no patient injury or harm and no adverse event was reported.